Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient. Patient called back to report, therapy still isn't working. Patient and caller said, that patient has tried all programs and increased the setting, as high as can tolerate. Redirected patient to their managing physician to further discuss issue. Patient said, is scheduled to see managing physician tomorrow. Patient was directed to bring external devices and to provide update to managing physician. And ask about adding custom programs.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that since received implant has been increasing the setting every day due to bladder symptoms. Asked for information why lead was replaced separately from neurostimulator. When asked, patient said didn't know however then a different person told that patient that was because therapy wasn't working so it was decided to replace the lead and placed on the other side, however when reviewed registration indicates lead placed on the same side. Reviewed therapy information and general programming guidance. Based on patient's current setting, reviewed suggestion to switch programs. With instruction patient switched programs and adjusted setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient to keep track of adjustments and monitor symptoms. Patient said has had initial follow up appointment however has upcoming appointment on the 20th. Patient was directed to provide update to managing physician.